Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly noted during testing. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on and off and increased or decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check or vibrate check due to pump error 63. Device uploaded properly using care link. Device had missing display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. Customer were hospitalized for high blood glucose and ketone activity on (B)(6) 2020 with blood glucose level was 26 mmol/l. Customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information has been provided in b5 section was incorrect. The correct information has been provided in b5 section of this report. The h6 harm code has been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. Customer were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 26 mmol/l. Customer was treated with intravenous fluid. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.